Manufacturer narrative:
Evaluation of the returned lightning could not confirm the reported red light. During functional testing, the lightning was flashing red. A flashing red light indicates no vacuum detected at the canister, but this demonstration canister was fully pressurized. Therefore, the root cause of the flashing red light could not be determined. Further evaluation revealed that the lightning housing damaged and wires were exposed. This damage likely occurred after the reported event and was incidental to the reported red light. This damage may have contributed to the issues observed during evaluation. The root cause of the reported event could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using lighting aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, after the cat12 was connected to the patient, the lightning microprocessor indicator light turned red when aspiration was initiated. The penumbra sales representative attempted to re-boot the lightning twice; however, the issue was unresolved. Therefore, the lightning was removed. The procedure was completed using another lightning and the same cat12. There was no report of an adverse effect to the patient.